Event description:
The patient was hospitalized and it was requested that the vns device be checked. It was noted that the patient had a possible increase in seizures, but it was later noted that the patient was doing fine. The patient had seen her neurologist two months prior and the device was working properly at that time, and the patient had only had one seizure. No other relevant information has been received to date.